Event description:
The customer obtained result 447 mg/dl on her accu-chek advantage system in comparison to 148 mg/dl on a professional meter. No action was taken based on the result. No adverse event reported. New system sent to customer and return requested.